Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0002648920 - 2018 -00109. Concomitant products: 00801802803 cocr heads ;lot 62389271. Unknown part/lot; acetabular cup. Unknown part/lot; femoral stem. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced dislocation and had a closed reduction approximately twenty-six (26) months following left total hip arthroplasty. No further information has been made available.